Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / migration / perforation (fallopian tube(s))') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included botulinum toxin type a (botox) since 2005, hydrocodone bitartrate;paracetamol (vicodin) since 2011, propranolol since 2005, rizatriptan benzoate (maxalt) since 2005 and venlafaxine hydrochloride (effexor) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2011, the patient underwent tooth extraction ("dental problems : increases cavities, tooth pulling and crowns"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced migraine ("migraine / migraines / headaches"), feeling abnormal ("neurological condition or problems type: brain fog") and nausea ("nausea"). In (B)(6) 2016, the patient experienced pain in extremity ("pain limb (arm and leg)") and arthralgia ("pain joint (knee) / hip pain"). In (B)(6) 2018, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2019, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain") and dyspareunia ("dyspareunia "). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/unilateral oophorectomy - right, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal discharge, feeling abnormal and ovarian cyst outcome was unknown and the pain in extremity, genital haemorrhage, menorrhagia, vaginal haemorrhage, fatigue, migraine, tooth extraction, anxiety, nausea and arthralgia was resolving. The reporter considered abdominal pain, anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, migraine, nausea, ovarian cyst, pain in extremity, pelvic pain, tooth extraction, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, perforation, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: pfs was received. New events abnormal bleeding (general), abnormal bleeding (vaginal), anxiety, brain fog, nausea, ovarian cyst, vaginal discharge, dental problem updated with tooth pulling, pain joint (knee), pain limb (arm and leg) were added. Concomitant drugs were added. Events outcome were added. Lab data was added. Aka name was added. Event onset dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia "), menorrhagia ("menorrhagia"), fatigue ("fatigue"), migraine ("migraine") and tooth disorder ("dental problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, migraine and tooth disorder outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: patient received treatment for pain, bleeding, perforation, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test(unspecified) result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received: case was updated to incident and previously reported event injury updated to new events fallopian tube perforation/migration, pelvic pain, abdominal pain, back pain,dysmenorrhea, dyspareunia, menorrhagia, fatigue, migraine, dental problems. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.